Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the jaws did not open completely in the middle of use, but not on a tissue and no tissue resection was required. New device was used to continue. No patient harm.

Manufacturer narrative:
One was received for evaluation. The returned product met specification as received. The reported condition was not confirmed. The jaws opened and closed normally using the handle. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.